Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer's blood glucose went from 40 mg/dl to 600 mg/dl. The customer stated that he ran out of test strips. The product was not returned for analysis.